Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the drive support cap began sticking out of her insulin pump during the rewind process. The patient's blood glucose at the time of incident was 298 mg/dl, and she has also experienced a blood glucose of 455 mg/dl. Troubleshooting was initiated for the physical damage and it was decided that the customer should revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.